Event description:
It was reported that the user began mounjaro and experienced recurrent nocturnal low glucose. Asked about pump adjustments; was advised on automated target features and education, and later performed a factory reset and ilet setup with support. A medical device problem could not be characterized due to insufficient information and the involved device component was not specified. Symptoms included hypoglycemia with associated hot flashes/flushes, dizziness, and muscle weakness. Outcomes included the need for oral glucose to treat the event. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information to determine a device problem or affected component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.